Event description:
It was reported that during a lap colon and rectal procedure, an error sound was heard in about 10 minutes. The error code was unknown. After that, the blade was broken off when it was cleaned outside the patient. Another device was used to complete the case. There were no adverse consequences to the patient. The device did not have a difficulty in cutting and sealing. The device did not contact with something hard. One device will be returning.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.